Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a patient sustained pressure sores while using the opt94x nasal cannula (model unknown). Further communication was received from the hospital on 01 jul 2019, stating that the pressure sores were grade 2 pressure sore to the ear, some of which had developed into stage 3. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). The opt94x interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt94x interface was not returned to fisher & paykel healthcare (f&p) for evaluation. Additional information was requested from the customer. Our investigation was thus based on the information provided by the customer and our knowledge of the product. Results and conclusion: we were unable to confirm what caused the pressure sore on the patient's ear. Upon receiving the complaint, our local f&p field representative had visited the hospital, and during the visit observed a different patient using opt94x without the head strap clip. At the time of the visit, f&p field representative had advised the hospital staff on the correct setup of the cannula to prevent pressure injuries. Additional communication was received from the hospital stating that "the staff are all trained to put the head strap clip on", however they were unable to provide any further details with regards to the reported event, including whether or not the head strap clip was in use at the time. The user instructions which accompany the opt94x nasal cannula contain pictorial instructions for setting up the nasal cannula. The instructions also state that the interface is intended to be used "for delivery of humidified respiratory gases" and includes the following cautions/warnings: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Manufacturer narrative:
(B)(4). We are currently in the process of retrieving further information from the hospital. We will provide a final report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a patient sustained pressure sores while using the opt94x nasal cannula (model unknown). Further communication was received from the hospital on (B)(6) 2019, stating that the pressure sores were grade 2 pressure sore to the ear, some of which had developed into stage 3. No further patient consequences were reported.